Event description:
Outbound; pt reports generic ms3 syringes are extremely hard to pull and pull plunger. Patient also stated ms3 pumps 446477 and 442130 alert empty but 0.8 ml medication remains in syringe. No lot numbers available for syringes. No further details provided.